Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Manufacturer narrative:
Repair notes from work completed by a smiths medical field service technician at the customer facility: is there an alarm condition paa bkgd test initial battery charge level: 96% duplicate mac address (cross reference provided list = no starting wireless communication mac address: 00:22:88:01:0f:45 new wireless commiunication mac address (if duplicate):n/a original battery lot#: mn150816 new battery lot#: mn130520 power cord retainer upon receipt: yes verify switch from "ac connected" to flashing "battery" led after disconnecting from ac power source y/n: yes condition of smiths seal in battery compartment (factory, replaced or missing): missing observations of initial condition j9 connector (step 2g in paa procedure): not correct per paa procedure observations of j9 connectors after disconnecting and removing glue bead. Note any connector damage, distortions, foreign materials, etc. (Step 2l in paa procedures): good reassembled and inspected the mating of the ribbon cable connector and j9 of the main pcba to verify connectors are fully seated. (Step 3c in paa procedure) completed or n/a: glue was installed per paa procedure quick check performed after re-assembly without issue: yes pump connected to server post procedure: yes power cord retainer attached post procedure: yes device completion date: (B)(6)2020.

Event description:
No product was returned. The device was evaluated by smiths medical field service technician at the customer facility.

Manufacturer narrative:
Other, other text: the pump was investigated in the field and repaired at the customer facility by a field service technician. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the battery compartment found the factory seal missing. The battery charge level was identified at 96 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. A visual inspection of the pump found that the condition of the j9 connector was not correct per procedure. The j9 connector was disconnected, and the glue bead removed. The device was reassembled. The mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were confirmed to be fully seated. Glue installed per procedure. The pump was retested and required calibration of the force sensor. The root cause of the reported problem was unable to be determined. A corrective and preventive action (CAPA) was opened to address this trend. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).,